Event description:
The customer states that the axsym analyzer failed to open all three bottle caps of the troponin-I adv assay reagent pack. The beige flipper caps were broken off by the instrument. No injuries were reported. There is no impact to patient manager reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.